Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 405 mg/dl at the time of incident. The customer also stated that the blood glucose was above 400 mg/dl. The customer was unable to be in auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.